Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's (lm) final investigation. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, it is likely the following led to the malfunction: the filament of the md-151 installed in lamp b had broken, and that long-term use had caused the main board to deteriorate over time, leading to accidental malfunctions and causing the lamp to malfunction. During the investigation stage, it was also confirmed that the device would not turn on temporarily, but this resolved naturally, so, it was unable to identify the cause. The manufacturing history and repair history was confirmed that the main board of the product in question has not been repaired or replaced for more than 15 years since its manufacture. However, the root cause could not be determined. The event can be detected/prevented by following the instructions for use which state: the useful life of this product is 6 years after shipment (delivery) (based on self-certification (our data)). Note that this number of years applies if the product is used appropriately, including carrying out pre-use inspections and regular inspections as shown in this attached documentation and the "instruction manual" during the useful life, and carrying out repairs or overhauls if necessary based on the inspection results. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the light source did not light up, even after the bulb was replaced. There were no reports of patient harm.